Event description:
It was reported a tear was noted in the balloon material during testing for a peripheral angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Without evaluating the device, co is unable to determine the cause for this event.